Event description:
It was reported that the patient presented with low output current . It was then noted that they performed system diagnostics two more times and there was no problem observed. No other relevant information has been received to date.